Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 2/18/2020, mentor became aware that patient experienced capsular contracture.; baker grade iii-IV. As a result, the patient underwent explantation and replacement with catalog number 3341309; serial number (B)(4) on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side capsular contracture iii-IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that female patient of an unknown age and ethnicity underwent unspecified breast surgery with 445cc mentor memoryshape breast implant on (B)(6) 2017 and experienced left side capsular contracture. On 2/18/2020, mentor became aware that patient experienced capsular contracture.; baker grade iii-IV. As a result, the patient underwent explantation and replacement with catalog number 3341309; serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).